Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of right ventricular activity, leading to a ventricular pacing when not required. This pacing induced the patient's rhythm into ventricular fibrillation (vf), prompting the delivery of one anti-tachycardia pacing (atp) burst and a subsequent shock, which successfully restored the rhythm. Technical services (ts) reviewed the event and recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.